Event description:
It was reported that the 9900 sys locked up during a case. The 9900 sys had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software upgrade was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.